Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive and required excess force to elicit a response. All other keypad buttons responded appropriately. During investigation, evidence of contamination was found under the contrast, down arrow, and ok key contacts.

Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported the ok button became intermittently responsive over a period of three months. The patient denied tears or peeling of the keypad. The patient stated the pump was worn in a pocket and not cleaned. There is no reported adverse event with this complaint. This report is being filed due to the allegation of a keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.